Manufacturer narrative:
The device was returned due to the patient expired. The device was tested on the bench at nominal settings and no anomalies were found.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is acute coronary syndrome.